Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the investigation results, olympus confirmed the attachment/clogging of the material at the nozzle, but the specific type of material could not be identified. A definitive root cause could not be determined. However, it is likely that the foreign material remained due to improper reprocessing caused by leakage from biopsy channel. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited had a clogged nozzle and there were problems related to reprocessing. There were no reports of patient involvement.